Manufacturer narrative:
Continuation of d10: product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37601 (serial: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name activa; product ID 3389 (lot: unknown); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding survey study titled "caregivers¿ perspectives and decision-making on deep brain stimulation in gna o1-related disorders." Multiple manufacturer¿s devices were implanted in the study population. ¿ medtronic and boston scientific adverse events included: it was reported that one patient had an infection requiring dbs explant. It was reported that one patient had seizures after getting dbs. It was reported that one patient had a lead displacement.